Event description:
Patient received contrast per power injector - contrast did not show on exam. When we inspected patient's IV, it was noted that the extension tubing had ripped open between the jelco connection and the clamp on the extension set.what was the original intended procedure?CT scan.device #1is this a laboratory device or laboratory test?no.